Manufacturer narrative:
Mmdg is filing this MDR retrospectively because the customer user facility submitted a mandatory medwatch report (medwatch (B)(4)) stating that the curlin painsmart iod pump experienced an alarm and displays the message "alarm replace set 3". This alarm is part of the painsmart iod software safety system to prevent potential harm to the patient. When the pump detects that the administration set must be replaced the alarm is activated and the pump stops any programmed therapy until a new administration set is inserted. Therefore, the curlin painsmart iod infusion pump that is the subject of this complaint operated within specifications as detailed in the painsmart iod user manual. The user manual states the alarm condition and resolution, as follows: "lcd display: ***alarm*** replace set 3. Alarm: replace set cause: the pump has detected that the disposable administration set must be replaced: resolution: replace the disposable administration set, prime the set if necessary, and when ready to being infusing, select resume to continue the infusion." Device not returned to manufacturer.

Event description:
Customer stated: "pca pump not working properly. Stated "alarm, replace set 3". Pca pump was taken out and replaced with a new pca pump." (B)(4).